Manufacturer narrative:
Patient age, weight and ethnicity: asku - asked but unavailable. If explanted, give date: not applicable, lens remains implanted in the eye. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign matter that looked like a blue filament was observed on the edge of an intraocular lens (iol) post implantation into the patient's operative eye. Although the foreign matter was washed with irrigation/aspiration it could not be removed. The iol remains implanted with the foreign matter. The clinic indicated not using anything with blue filament. Additional information received provided that the blue fiber was stuck to the iol. Patient is able to lead daily life with no problem. No patient injury has been reported. The patient is being monitored. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report, and that the patient's ethnicity and race were inadvertently not entered in the section "a5" of the initial MDR report. It was also noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian. Section g2: report source added: company representative. Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.